Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, it is likely that angulation control knob became stiff due to internal corrosion of control section which led to difficulty of angulation. However, the definitive root cause of the reported issue could not be determined. The events are detectable by performing the inspection prior to use in the following instructions for use (operation manual). 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope had stiff insertion tube. There were no reports of patient harm.